Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a burned orange (+5v) wire in the ECG cable the root cause for the burned wire could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.